Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir/burgundy penbody (lot 0808c01) was reported to have a battery/blank display issue. The caller stated during the call that there was no battery symbol on the display and the screen was blank. When the caller turned the pen on they stated that on the screen there was a faint letter c which was flickering, during the call the letter c turned into a l then a number 6. This humapen memoir was associated with product complaint number (B)(4). The operator of the device was unknown but it was reported they were trained by a nurse. It was unknown how long the patient had used this device model. They had used the reported device for approximately 1-3 months. The device was returned on (B)(6) 2009. It was unknown if this humapen memoir was continued. Update (B)(6) 2009: additional information received on (B)(6) 2009. Device return date added. Corresponding fields and narrative updated accordingly. Edit (B)(6) 2009: malfunction description amended in narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.